Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support, there was excessive suction and reported flow saturations. The physician decided to wean and remove the pump, and if patient didn¿t tolerate, he would reinsert a new cp. There was no reported harm to the patient.